Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The sales representative called and stated that a patient had a cypher stent implanted in 2004. In 2006, the patient experienced a late stent thrombosis and was treated with angioplasty. Then in 2007, the patient had a second stent thrombosis and had bypass surgery.